Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic cholecystectomy - "per (B)(6) via email: 'we had a gallbladder endoclip applicator to malfunction on (B)(6) 2013. It would misfire the clip and then the clip would not crump over the vessel. It was like the clip was coming out of the side of the applicator."